Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per consumer, within a week the shower chair cracked. He alleged his wife is within the weight capacity for the chair. MDR filed.